Event description:
My minimed medtronic 670g insulin pump experienced a critical failure (code 35) when I attempted to turn it back on after a 30 min disconnect to take a shower. I was unable to do anything but remove the battery and wait 20 min. I reinserted the battery hoping the pump would reset. It continued to alarm and report a critical failure (code 35). I called medtronic to report the problem with and request technical support. Their customer service has declined significantly in the last few years. When I finally reached someone who could completely discuss the situation, they verified that the system did have a critical failure code 35 and I would have to replace the insulin pump. I have already replaced the sensor once because it failed. I purchased the pump in december 2017 and received the sensor transmitter in (B)(6) 2018. In a little over 6 months, both have had to be replaced once due to a critical failure. In addition, I have experienced numerous failures of the disposal sensors. The most frequent sensor failure is due to the inability to calibrate. The sensor will register a blood sugar of 50 or below while my meter indicates my blood sugar is over 100. In a case of sensors, at least one sensor usually does not work and has to be discarded. At first, the company would replace the defective sensor and request that I ship the defective sensor back to them for analysis. They don't even bother to request it back anymore and state that they will credit one sensor to my next order. I am losing confidence in the system and wondering how it obtained FDA clearance when it is so unreliable.